Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user did not see glucose readings on the ilet bionic pancreas and the pump displayed dosing stops soon after a dexcom g7 continuous glucose monitor (cgm) sensor replacement, with alarm history indicating replace sensor now; the pump had been configured to a different sensor type (freestyle libre 3+) and the user had not entered the g7 sensor code. No clinical signs, symptoms, or conditions were reported, and blood glucose was unaffected. Outcomes included a temporary interruption of automated dosing with subsequent restoration of sensor warmup after reconfiguration and no long-term health impact. User support included remote review of alarm history and guided troubleshooting to change the pump sensor setting to g7 and start a new g7 sensor. Investigation of this case revealed an incorrect or missing pairing process with the wrong sensor type selected on the pump, resulting in loss of sensor data and dosing interruption; after correction, the pump displayed a normal warmup. It was concluded, based on previously established findings for similar reports, that the cause was user setup error involving incorrect device configuration and pairing.